Event description:
Additional information received indicated the patient's surgical procedure to explant the previous system took place on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2020-31524. It was reported the patient experienced ineffective therapy with their scs system. In turn, surgical intervention was undertaken on an unknown date wherein the entire system was explanted.